Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint: (B)(4).

Event description:
It was reported a physician completed a novasure endometrial ablation on (B)(6) 2015. The physician then noted "what looked like gold mesh that was embedded into [the] tissue". No intervention was required. The physician noted the foreign body will be removed during "post procedure sluffing". The patient was discharged home.